Event description:
It was reported that a patient's right ventricular (rv) lead exhibited noise due to known rv lead fracture. No changes or interventions were reported. There were no patient consequences.